Event description:
The initial reporter alleged discrepant results with the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas ampliprep instrument. On (B)(6) 2021, the customer generated a reactive hepatitis b virus (hbv) result within a pool of 6 samples with a cycle threshold (CT) value of 37.1. Resolution testing at the individual donor level on (B)(6) 2021 generated a non-reactive result. The sample was retested on (B)(6) 2021, and a reactive hbv result with a CT value of 36.1 was generated. On a later date, the donor was retested, and an hbv CT value of 35.7 was generated. Serology testing for the donors in question was non-reactive. Blood was not released.

Manufacturer narrative:
The reported event occurred on a cobas s201 instrument (serial number: (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed within specifications. A review of the data confirmed that the observed results were consistent with samples at or below the assay's limit of detection (lod), where results may fluctuate between reactive and non-reactive. Serology testing for the donors in question was non-reactive, and no issues with the roche reagents were identified. The product was confirmed to be performing as intended, and no further investigation was deemed necessary.